Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer reported that the battery cap contacts and the battery compartment are not damaged or corroded. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no failed battery alert/battery failed alarm recorded in the formatted history file. However, low battery alert was found on: 08/30/2025 20:06:00.000 insert battery alarm was found on: 08/30/2025 20:09:54.000 08/30/2025 20:19:00.000 pump error 23 alarm was found on: 08/30/2025 20:20:04.000 power loss alarm was found on: 08/30/2025 20:20:44.000 08/30/2025 20:20:52.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 07-sep-2025 at 02:07:53.000. There was no power data available for the date of 30-aug-2025. Unable to check power data for low battery alert. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, low battery alert, pump error 23 alarm and power loss alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 04-sep-2025, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: 08/29/2025 05:32:00.000 to 08/29/2025 21:28:00.000 08/30/2025 01:03:00.000 to 08/30/2025 15:38:00.000 08/31/2025 09:03:00.000 to 08/31/2025 20:19:00.000 09/01/2025 04:45:00.000 to 09/01/2025 16:21:00.000 09/03/2025 12:30:00.000 to 09/03/2025 21:39:00.000 09/04/2025 01:50:00.000 to 09/04/2025 23:12:00.000 lost sensor 2 alert (781) was found on: 08/31/2025 09:19:00.000 09/03/2025 21:55:00.000, 09/03/2025 22:05:00.000 sensor expired alert (794) was found on: 08/29/2025 14:21:04.000 sensor error alert (801) was found on: 08/31/2025 15:28:50.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads and a scratched case. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.